Event description:
It was reported by the attorney for the patient that she received a stryker eius uni knee prosthesis on (B)(6) 2006. It is alleged that the tibial component loosened and required early revision.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned.

Manufacturer narrative:
Medical records were received and evaluated. The event was confirmed. The investigation concluded that the reported loosening of the eius tibial component was caused by user related issues in that the obese young patient with evidence of tri-compartmental osteoarthritis with subluxation may not have been an optimal candidate for unicondylar knee arthroplasty. Subsequent symptoms of osteoarthritis in her lateral and patella femoral compartments, as well as an early revision for a malpositioned femoral component, ultimately resulted in revision to total knee arthroplasty. Device history review indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there has been one other event for the lot referenced. The other reported event was a revision due to pain and loosening of the ¿metal caps.¿ no further information was received. The root cause was determined as: not determined due to lack of information.

Event description:
It was reported by the attorney for the patient that she received a stryker eius uni knee prosthesis on (B)(6) 2006. It is alleged that the tibial component loosened and required early revision.